Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified right coronary artery. A 20mm x 2.75mm nc quantum apex balloon catheter was advanced for post-dilatation. However, during the fourth inflation at 20 atmospheres for 15 seconds, the balloon ruptured. The device was removed and the procedure was completed with a 3.00mmx20mm nc quantum apex balloon catheter. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc quantum apex balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen. There was blood and contrast in the balloon. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. At 1mm proximal from the distal markerband, there was a pinhole in the balloon. The device failed to inflate to rated burst pressure.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified right coronary artery. A 20mm x 2.75mm nc quantum apex balloon catheter was advanced for post-dilatation. However, during the fourth inflation at 20 atmospheres for 15 seconds, the balloon ruptured. The device was removed and the procedure was completed with a 3.00mmx20mm nc quantum apex balloon catheter. There were no patient complications nor injuries reported.